Event description:
It was reported that this right ventricular (rv) lead exhibited multiple low out-of-range pacing impedance measurements since last year. Additionally, there were recorded events showing oversensing of non-physiological noise resulting in inappropriate anti-tachycardia pacing (atp) therapy. X-ray imaging showed a lesion of the lead in the area under the clavicle. Subsequently, the patient underwent a revision procedure, and this lead was surgically abandoned (it remains implanted but out of service) and a new rv lead was implanted. Of note, the physician elected to replace the patient's implantable cardioverter defibrillator (ICD) during the same procedure due to infection risk. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple low out-of-range pacing impedance measurements since last year. Additionally, there were recorded events showing oversensing of non-physiological noise resulting in inappropriate anti-tachycardia pacing (atp) therapy. Subsequently, the patient underwent a revision procedure, and a new rv lead was implanted. Besides intervention, no other adverse patient effects were reported. Product return is not indicated at this time.